Manufacturer narrative:
The customer reported that the filter broke. The maxzero connector was not returned for investigation. An unknown filter was returned for investigation. The filter was broke. The model number of the filter was unable to be determined and therefore no further investigation can be conducted. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.

Manufacturer narrative:
B3: date of event is unknown; awareness date has been used for this field. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using maxzero¿ zero reflux IV connector the connection separated. This is report 6 of 6. There was no report of patient impact. The following information was provided by the initial reporter: issue #4: disconnected infusion: date of awareness: 9/27/2023. The patient was getting IV fluids infused. This was an established line, not a new line. It is there policy to observe lines every 12 hours. The patient was receiving an infusion and the tubing just popped off. This occurred one time.